Manufacturer narrative:
Concomitant medical products: boston scientific alliance ii gun (unknown model), olympus 190 gastroscope (unknown model). Investigation evaluation: our evaluation of the returned product confirmed the report. The balloon was split into two sections. One section was approximately 1 cm long and still attached at the balloon joint with the catheter. The second section was still attached to the distal balloon joint and bunched up at the end of the distal balloon joint. The catheter appears to have been cut approximately 18 cm from the distal end. The balloon could not be inflated in this condition. No part of the balloon appears to be missing as all of the edges match up. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. According to the report, lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the stricture." The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The physician inflated the device to eighteen (18) mm then nineteen (19) mm. Just before [the balloon was] inflated to twenty (20) mm, the balloon burst. No harm to the patient.